Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 dexcom cgm had alerted him of his hypoglycemic event. Patient did not wake up. Patient¿s wife contacted paramedics. Paramedics administered 25 cc of IV and wife administered glucagon. At the time of his call to dexcom technical support, patient was feeling pain and suffering from high blood sugar.